Event description:
Caller reported temperature alarms 10 and 11. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer continued to use pump for insulin therapy.